Manufacturer narrative:
The insulin pump was received with dog chew marks, missing retainer, missing reservoir tube o-ring and cracked lcd glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they removed the pump to take a shower and the dog was able to get the pump from the counter and chew it up. The customer stated that the pump was mangled and there are teeth marks and scratches. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.